Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s touchscreen became cracked, the cause unknown, rendering the screen nonfunctional and compromising watertight integrity while blood glucose remained controlled and unaffected. Symptoms included no adverse clinical effects. Outcomes included provision of a replacement pump and instruction to discontinue use of the damaged device, with guidance on shut down, data sync to the mobile app, continued cgm use via dexcom app or receiver, and return of the damaged unit using the provided shipping label. Investigation included collection of device identifiers and logistics verification, counseling on device functionality and safety, and coordination of replacement and return. Investigation of this device revealed external physical damage to the display component with loss of user interface function and loss of water resistance, consistent with screen fracture damage. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external impact or stress unrelated to device design or manufacturing.